Event description:
Halo xp tricuspid electrophysiology catheter found to be defective before used on patient. Steering mechanism would not hold its shape. Same defect noticed on second halo xp tricuspid catheter (different lot number) attempted.